Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags ¿had leakage at infusion points¿. This was identified at the dispensing room during setup and before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: update "two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags" to "eight (8) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags". H4: the lot was manufactured from october 31, 2019 to november 04, 2019. H10: the actual samples were not available; however, eight (8) unopened companion samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing using water was performed on two (2) randomly selected samples and no leak was observed at the infusion points. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.